Manufacturer narrative:
Insulin pump error alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. However, unit passed the sleep current measurement and active current measurement test. No failed batt test alarms noted during testing. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. The customer's blood glucose level was 62 mg/dl. The customer was assisted with troubleshooting. The customer stated that the battery failed alarm during normal use. The customer stated that they cleared alarm. The customer stated that the insulin pump had replace battery now alarm. Advise customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was not missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the alarm occur again after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.